Event description:
A malfunction alarm was reported, described as a software error without any notable event occurring beforehand. The customer's blood glucose level did not exceed 500 mg/dl, and therefore, there was no adverse impact. Technical support provided information on resetting the pump and assisted the customer in performing the reset. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to contact support again if the issue returned.